Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Event description:
Additional information received indicated that the procedure was completed with a different stent. The device was pulled from the packaging by the hub. The device was prepped following the instructions for use (IFU) instructions. There was no difficulty encountered flushing the stent delivery system (sds). There was no difficulty connecting the hub to the indeflator device. The device was not re-sterilized.

Manufacturer narrative:
The information received indicated that during prepping of a cypher select plus outside the patient, the cypher was connected to the indeflator and the hub cracked. This was noticed after drawing back on indeflator with negative pressure. Although the drawing of negative pressure would not have impacted the reported hub crack, the instructions for use precautions not to induce a negative pressure on the delivery catheter before placement of the stent across the lesion. This may cause premature dislodgment of the stent from the balloon. The procedure was completed with a different stent. The device was pulled from the packaging by the hub. The device was prepped following the IFU instructions. There was no difficulty encountered flushing the sds. There was no difficulty connecting the hub to the indeflator device. The device was not re-sterilized. One non sterile cypher select + 2.75 x 18mm was received coiled inside two plastic bags. Two kinks were observed at 8.5 and 18.5cm from distal end. The stent was mounted in its original position between marker bands and no damages were observed. During microscopic analysis a vertical crack was observed in the hub; it started at the thread passing through the molding injection point. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be directly correlated to the reported complaint. With review of the DHR, product analysis, and received information there is no indication that the bends found on the returned device are related to the manufacturing process. In addition, the received information did not report any bends; therefore, it is likely secondary to post procedure handling/packaging/return process. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. The lot number for this product was identified as an affected lot. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family. CAPA (B)(4) was already open to address cracked hub on cypher products.

Manufacturer narrative:
.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation, however, it has not been yet returned for analysis. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that during prepping of a cypher select plus outside the patient, the cypher was connected to the indeflator and the hub cracked. This was noticed after drawing back on indeflator with negative pressure.